Event description:
Hcp reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI. The patient had a fall over a month ago and experienced increased back pain. Hcp planned to check the pump again to make sure the motor stall has recovered. The pump was delivering morphine.

Manufacturer narrative:
Concomitant medical device: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).